Event description:
It was reported that the epidural catheter was found incomplete after an epidural attempt during the night shift and was removed while was still passing through the tuohy needle, subsequently realizing that it had 5.5 cm missing from the end. The incident occurred while removing the epidural needle which made it to shear off due to the difficult reposition. There was 4cm of catheter tubing remaining in patient.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 3011237704-2025-00039. The date of that submission was 3/19/2025. Device evaluation: partial components from the reported product were received without their original packaging for investigation. As the whole product was not received for evaluation the manufacturer was unable to further investigate this incident. During manufacturing each catheter is checked visually and functionally. Detection mechanism is in place, and it is improbable that a catheter which is cut or partially cut would pass through those inspections. Based on the complaint description it is probable that the customer did not follow instructions for use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.